Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing due to patients atrial fibrillation (af). There was no pacing inhibition greater than 2 seconds and no evidence of noise on the right ventricular (rv) lead channel. Boston scientific technical services reviewed the device data and noted an increased pacing impedance which has plateau around 1300 ohms. Additionally, the atrial tachy response (atr) episodes displayed noise and appear to be consistence with mechanical lead impairment. During the in office testing the noise was not reproduceable nor was a cause for the noise determined. The physician will continue to monitor the patient. The device remains in service. No adverse patient effects were reported.